Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised unit runs for about an hour than shuts down with no lights or alarms.